Event description:
Event description guidant received information that this pacemaker currently has a base rate of 65 ppm in vvi mode and the magnet rate is 85 ppm. A previous ttm test showed double spikes at 100 ppm, and the device was not known to have been reprogrammed since that previous test. This device has been implanted for approximately 3 years and is part of the insignia failure mode 1 population. No adverse patient effects were reported.